Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak1659 number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm the specific number of devices (total qty actually involved with reported issue)? Confirm when the event occurred? Intra-op? Or post-op? Was there any other patient consequence/ae outcome as a result of the event report? Was the initial procedure completed successfully? Confirm the reported event issue? Did the suture break intra-op during use on patient? Or did the suture break post-op after use on patient? If suture broke post-op, was any medical / surgical intervention / re-suturing / re-operation done on patient? Event reported via mw 2210968-2019-88633.

Event description:
It was reported that the patient underwent dental surgery on (B)(6) 2019 and suture was used. During the procedure, the suture broke. A like device was used to complete the procedure. When the patient returned to the office, the suture was found broken. The patient condition was reported as stable. There were no adverse patient consequences reported.